Manufacturer narrative:
Initial reported as serious injury in error. Corrected to malfunction.

Manufacturer narrative:
Other - hydrogen peroxide contact - other. The applicable hhe as well as existing shuma and fmea's, indicate the risk was below our action limits. The sterrad 100s user's guide indicates the following: only process items recommended per the user's guide -corrugated devices are contraindicated. Reference mdr2084725-2009-00214.

Event description:
Customer alleged two healthcare workers were unloading processed corrugated tubes that appeared wet out of the sterrad chamber and got burned. One healthcare worker burned his/her fingers. The healthcare worker did not seek medical attention.